Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had button issues. The up arrow sometimes responds properly other times it sticks. The act has intermittent response as well. The esc button has to be pressed multiple times before it responds. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.